Event description:
It was reported that the right atrial lead fractured. The lead also exhibited noise and a capture anomaly. The lead was capped and replaced. The patient was in normal condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.